Event description:
Boston scientific received information that the patient implanted with this pacemaker and lead system reported the device and leads were explanted the previous year. The patient reported having a bacteria-enclosed lump of blood that had swollen to the size of a tennis ball. It was believed the patient's body had rejected the implanted device; no new system was implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.